Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during an open reduction and internal fixation of a periprosthetic femur fracture on (B)(6) 201, the cables were put in place but could not be threaded through the tensioner devices on cable set. Two tensioners were tried with no result. A competitors tensioner had to be used to tension the cables. This led to an unknown increase in operation time. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A device history review for this lot has been requested. The investigation of the complained cable tensioners has shown that both are indeed not functioning accordingly. Tests have shown that it is not possible to insert/pull the wire anymore as the mechanism is not functioning as intended. A CAPA has been initiated due to ongoing problems with this device in the field. A new version of the cable tensioner which overcomes these problems has been developed and is now available.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.the manufacturing documents were performed and no complain related issues were found.

Event description:
This is 2 of 2 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Mfg date: 03/2009 and 04/2009.